Event description:
Event description guidant received information that the patient with this pacemaker expired two days post implant. The cause of death is unknown at this point in time, however it did not appear to be related to a malfunction of the pacemaker. The patient had chronic atrial fibrillation and during the implant procedure was cardioverted, which caused his heart rate to fall to 40 beats per minute. While the pacemaker was programmed to ddd mode, a decrease in the patient's blood pressure was observed. After changing the mode to vvi, the patient felt better and his blood pressure increased to 120/80. An echocardiogram was performed and the drop in blood pressure did not appear to be tamponade. This pacemaker exhibited normal pacing and sensing.